Event description:
The customer reported that the jaws would not grasp tissue and the knife blade would not advance. There was no injury to the pt. The device was returned to covidien for investigation and visual inspection discovered that both webbings were protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.